Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pocket revision. During the procedure, a minimal amount of fluid with no "puss" was observed in the pocket. Multiple cultures of different areas of the pocket were taken. Infection was not confirmed with prior testing. The physician irrigated the pocket with antibiotic solution and placed a tyrex antibiotic envelope on the device. The device remains implanted. The patient was stable before, during and after the procedure.